Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to fluid invading the scope connector during user handling resulting in electrical part had anomaly, and the suggested event occurred. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex video scope had an error code, the entire screen became black, and the image blacked out and was unable to be restored. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an image problem with unrestorable image with no error code. Additional findings included: a leak from the instrument channel, buckle and dents on the insertion tube, bending section cover with both scratches and peeling glue, fluid invasion on the body control unit, switches 1 and 3 not working, and a scratch was found on the shrink tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.